Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was kinked and patient was admitted to hospital with diabetic ketoacidosis (dka) and high blood glucose levels and was treated with intravenous (IV) and fluids of saline and insulin on (B)(6) 2026. No further information available.